Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for rv lead replacement. Blood was discovered in the lv connector of the ICD. Noise was also observed on the rv channel. Insulation problem was suspected. The device was replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the noise could not be determined. The lv septum was noted to be damaged. The cause of the damage could not be determined.